Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the alarm is not working on the unit.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarms not to function, which confirmed the original complaint issue.

Event description:
The dealer stated the alarm is not working on the unit.